Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an article entitled "radiofrequency (rf) kyphoplasty in comparison to (bkp) balloon kyphoplasty: a prospective evaluation" that a prospective evaluation of 99 (68 females and 31 males) with 152 osteoporotic vertebral compression fractures were treated with rfk using the stabilit vertebral augmentation system ((B)(6)). Three months follow up in 85 patients (59 females and 26 males) with 128 treated vcfs are reported; 127 (73 females and 49 males) underwent 202 bkp procedures. Cement leakage was noted in 7 of the rfk patients and cement leakage was noted in 21 of the bkp patients. No symptomatic cement leaks or serious adverse events were seen.